Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned components of the body of the device including handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal, indicating no product quality deficiency that would contribute to the reported cuff miss. The posterior cuff was still loaded on the foot and the link still attached to the cuff. The anterior cuff was engaged to the anterior needle tip. Based on the evidence found on the returned device, the posterior cuff was missed and this confirmed the reported event. The link was pulled from the anterior cuff, which was a direct result of the posterior cuff miss. Because the posterior cuff remained in the foot, it caused the link to pull from the anterior cuff during plunger removal. Possible contributing factors for the posterior cuff miss and subsequent link to cuff detachment include, but are not limited to, manufacturing, user technique, and anatomical conditions. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, an anterior cuff miss occurred and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.